Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "realign patient" error message was not confirmed during power on. However, the lcd backlight was dark, not illuminating. Thus confirming the secondary customer reported complaint. The root cause of the backlight issue was due to defective processor board as a result of normal wear ad tear. The returned autopulse platform was manufactured in july 2009 and it is over 10 years old, well past beyond its expected serviceable life of 5 years. No physical damage was observed on the returned autopulse platform during visual inspection. However, unrelated to reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to sticky shaft. Deburring of the sticky shaft to remedy the issue. This type of a faulty component is likely attributed to normal wear and tear. During archive data review, ua02 (compression tracking error) was recorded around the reported event date. Thus, confirming the reported complaint. During load cell characterization test, the autopulse platform stopped compression repeatedly with ua02 error message. The load sensing system has detected a weight/load imbalance between the two load cells during compression. The root cause of ua02 error was due to a defective load cell module 2 as a result sustained by mishandling. Upon replacing load cell module 2, the platform was re-evaluated through another run_in test, using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #30739) displayed "realign patient" error message. Also, the backlight on the lcd was defective. No consequences or impact to patient.